Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that he experienced a hypoglycemic event resulting in loss of consciousness on (B)(6) 2015. Patient does not recall finger stick blood glucose (bg) values at the time of the event. Patient does not believe the dexcom system was the cause of the event. Patient was on the balcony of his room, and dexcom receiver was in a room approximately 15 ft. Away, obstructed by a wall. Patient believes that his dexcom system could have prevented the reported event from happening. Patient reported the hypoglycemic event happened a few hours after he ate breakfast. Patient reported that an employee of the facility called for emergency medical technician service's (emt). The emergency team tried feeding the patient. The patient refused. Patient reported emt's administered intravenous (IV) glucose treatment. Patient felt okay. Patient reported no harm or bodily injury sustained. Patient did not require further medical intervention. At the time of contact, the patient reported current condition as healthy. No additional event or patient information is available. There was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in loss of consciousness. It should be noted that diabetes mellitus is a known cause of hypoglycemia.